Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece is missing a result of breakage. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. Additional finding: during the visual inspection, the instrument was found to have a broke distal clevis at the base of the clevis. The broken pieces were not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis.